Event description:
It was reported that the pump displayed an ¿unable to proceed¿ alert during the fill tubing step while no supplies were attached and the patient was not connected, and the user had not performed a rewind before attempting to fill. Symptoms included no adverse clinical effects. Outcomes included successful completion of the supply change after the pump was rewound. Investigation included guided troubleshooting and user education. Investigation of this case revealed that the pump piston was likely fully advanced prior to rewinding, which was consistent with an operational sequence error rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that user setup sequence contributed to the event.